Manufacturer narrative:
Per the tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 720 mg/dl. Reportedly, the customer was disconnecting from the luer lock instead of the site. Bg was addressed via a manual injection. The customer declined to provide additional information regarding the issue.